Manufacturer narrative:
The actual device was not available; however, 13 companion samples were received for evaluation in unopened pouches. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the companion samples which included self test, priming and underwater pressure tests with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that bubbles were found in the patient line of a homechoice cassette without an alarm. This occurred during use of the device for peritoneal dialysis therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. There was no patient injury or medical intervention associated with this event. No additional information is available.